Event description:
It was reported that after deployment of the stent in the moderately calcified superficial femoral artery, the proximal end of the stent appeared to be closing. Another stent was placed overlapping the proximal end and the procedure was completed. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the absolute pro 6.0 mm x 60 mm x 135 cm self expanding stent system (sess) was returned with blood on the shaft and on the handle, consistent with the reported use. There was no saline visible. The distal sheath was retracted 10 cm proximal to the tip. There was no damage noted to the sess. The handle lock was in the unlocked position. After opening the handle, the rack was observed to be retracted 10 cm proximal to the thumbwheel gear. There was no damage noted to the internal mechanisms. Factors that may contribute to difficulty deploying the stent or stent not fully apposing to the vessel wall include, but are not limited to, manufacturing, pre dilatation strategy, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). It may be possible that anatomical conditions contributed to the difficulty, as it was reported that the lesion site was moderately calcified. It may be possible that the calcification prevented the stent from fully apposing to the vessel wall. A conclusive cause for the reported deployment difficulty could not be determined. There were no associated nonconforming material records for this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. During production all sess are 100% visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are 100% inspected after the stent has been collapsed onto the stent holder. All sess are also inspected for kinks during the manufacturing process.